Manufacturer narrative:
The ventilator operates in a field of up to 20 mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20 mt) safety line, which must be marked around the mr scanner. These conditions are included as part of the "mr environment agreement". Evaluation of the ventilator¿s logs confirmed that the ventilator alarmed for power voltage too low and power voltage too high on the date reported. Moreover, there are multiple clinical alarms on the date of event that indicate the ventilation was disrupted. According to the information received, the patient unit has been disassembled from the mobile cart and was permanently glued on the MRI unit by the hospital. Our field service engineer (fse) inspected the unit on-site and performed pre-use checks tests and safety tests. All tests were successful and no parts were replaced. Our conclusion is that the ventilator was placed too close to the mr scanner and therefore interference from the magnetic field caused the electrical power failures, as a consequence. The user had not followed the conditions for installation and use of the ventilator in the mr environment.

Event description:
(B)(4).

Event description:
It was reported that two technical alarms were generated while the ventilator was connected to a patient. Both technical alarms indicated a power failure. There was no patient harm reported. (B)(4).